Manufacturer narrative:
Analysis of the implantable neurostimulator and the plug revealed no anomaly.

Event description:
It was reported the patient experienced a shocking/jolting sensation. The patient¿s implantable neurostimulator (ins) was replaced. No patient injury was reported. Additional information received reported impedances were fluctuating strongly. It was noted the extension, connection, and lead had been replaced earlier to determine if the shocking was related to those items, but the problems were not resolved after that procedure.

Manufacturer narrative:
Product ID 3550-29, product type accessory. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.